Event description:
It was reported that in 2011 health care provider (hcp) did something with patient¿s lead wire, after learning that he could do something with it to help patient¿s pain. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v128377, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).